Event description:
It was reported that an incident occurred with the flexible cryoprobe during a robotic bronchoscopy. The cryoprobe was used with an erbe cryosurgical unit (model erbecryo 2, part number: 10402-000, serial number: (B)(6)) and an ion robot. The cryosurgical unit's tank pressure was 58 bar. No other information was provided regarding any other accessory used or the settings of the cryosurgical unit. The cryoprobe was not tested prior to use. It was advanced down the working channel of the ion robot. Then, the cryosurgical unit's footswitch pedal was depressed and there was a "loud noise." The cryoprobe separated where it was being held just outside of the scope. The damaged probe was dropped, and a portion fell to the floor (note: the event occurred on the first and only activation of the cryoprobe.). The physician's hand hurt for approximately two (2) hours after the incident. There was no report of any injury to the patient.

Manufacturer narrative:
The cryosurgical unit and cryoprobe were returned to erbe USA and evaluated. The findings were as follows: cryosurgical unit the cryosurgical unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of the equipment's features, and a power output check. The unit was/is within specification and all features were/are working properly. In addition, no anomalies were found in the device history record (DHR) of the involved unit. Cryoprobe an inspection of the cryoprobe revealed that the working end of the probe was broken approximately 225mm from its connection to the white tubing. There was a slit or cut in the white tubing, approximately 19cm long and located about 180mm from its distal end. Therefore, the device was sent to the manufacturer and our parent company, erbe elektromedizin gmbh, for a more in-depth analysis. Finally, no anomalies were found in the review of the device history record (DHR) for the lot of the cryoprobe. If any conclusive determination is made by erbe germany as to the cause(s) of the rupture and breakage, then a follow-up MDR will be filed. The account will be made aware of the findings.

Event description:
It was reported that an incident occurred with the flexible cryoprobe during a robotic bronchoscopy. The cryoprobe was used with an erbe cryosurgical unit (model erbecryo 2, part number: 10402-000, serial number: (B)(6)) and an ion robot. The cryosurgical unit's tank pressure was 58 bar. No other information was provided regarding any other accessory used or the settings of the cryosurgical unit. Per the complainant, the cryosurgical unit's footswitch pedal was depressed and there was a "loud noise". The physician stated the probe separated where he was holding probe, just outside the working channel. It was reported the physician's hand hurt for approximately two (2) hours.

Manufacturer narrative:
The cryosurgical unit and cryoprobe were returned to erbe USA and evaluated. The findings were as follows: cryosurgical unit the cryosurgical unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of the equipment's features, and a power output check. The unit was/is within specification and all features were/are working properly. In addition, no anomalies were found in the device history record (DHR) of the involved unit. Cryoprobe an inspection of the cryoprobe revealed that the working end of the probe was broken approximately 225mm from its connection to the white tubing. There was a slit or cut in the white tubing, approximately 19cm long and located about 180mm from its distal end. No anomalies were found in the review of the device history record (DHR) for the lot of the cryoprobe. The device was sent to the manufacturer and our parent company, erbe elektromedizin gmbh, for a more in-depth analysis. Erbe germany findings and assessment after extensive investigations, it was determined that during the automated bonding process for cavity 5 on b004976 "bonding process pa-hose to gas passage cover," too little or no adhesive reached the defined location. Erbe has been made aware of isolated cases where the outer white tubing of cryoprobes rupture. After a thorough investigation, it has been concluded that a very low number of isolated incidents have occurred involving the reported failure mode. More specifically, less than 0.1% of cryoprobes manufactured during the timeframe which the problem was discovered have ruptured. In these rare cases, the fixation of the gas inlet inside the probe connector had loosened, allowing gas to flow into the return line. Since the return line is not designed for this volume of gas, the tubing could rupture. Since discovering the issue, the manufacturing process has been improved by stabilizing the adhesive application and adding additional visual inspection steps to monitor the gluing of each cryoprobe. All of these measures have been implemented to minimize/eliminate the issue. The customer is being made aware of the findings. Erbe USA, inc. Is closing the file on this event.